Event description:
Dr (B)(6) injected a pt with orthovisc, and on the second injection the pt developed hives and redness on arms and legs. Reaction occurred 24 hours after second injection. Pt was given synthroid and aleve for the symptoms. Pt has many allergies. Injections were stopped. Additional info received (B)(6) 2012: the doctor injected pt with lidocaine prior to orthovisc injection and injection site prep was iodine. Doctor had to prescribe aleve. Additional info received (B)(6) 2012: sales rep confirmed that synthroid was prescribed to the pt.